Event description:
The pt received a trial scs system on (B)(6) 2011. The pt reported pain in her neck, similar to pain from sleeping crooked, whether her stimulation was on or off. The pt's physician prescribed a muscle relaxer, and did not believe the neck pain was related to the scs system in her thoracic spine, the pt continued to report spasms in her neck. The physician explanted the pt's trial scs system on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.